Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient receiving unknown drug via an implanted infusion pump. It was reported that in approximately june the drug pump "dumped" all of its drugs suddenly that resulted in the patient being hospitalized. Additional information received from a healthcare provider reported the hcp office was not sure what the problem was or the cause of the pump dumping the drug. The pump was replaced with a new pump on (B)(6) 2020. It was noted the issue resolved.